Event description:
It was reported that pump battery drained quickly, requiring charging about every day and a half. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support, and no further corrective actions or outcomes were documented.